Event description:
The user facility reported that the device had in consistent output during a procedure, a condition in which the device may over deliver or under deliver energy. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device had inconsistent output during a procedure, a condition in which the device may over deliver or under deliver energy. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.